Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered six shocks as inanapropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rapid ventricular response (rvr). Technical services (ts) was consulted and clarified an in person visit must be done for reprogramming the device and adjusting therapy delivery. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.